Manufacturer narrative:
Device is used for treatment, not diagnosis. Date of event; reported as (B)(6) 2013. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was being treated for a distal humeral fracture on (B)(6) 2013. After the olecranon osteotomy and distal humerus plate fixation of the fracture, the surgeon used a locking compression plate clavicle hook plate to fix the olecranon. The fracture did not heal and bony part dehiscence occurred. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
X-ray date:(B)(6) 2013. Lot number and expiration provided. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Update the physician states that the hook specification angle was to low to firmly set and that this angle is not adequate to fix the plate. This is 1 of 1 report for complaint (B)(4).